Event description:
It was reported that the device displayed new sensor during warm up. The sensor was inserted into the abdomen on (B)(6) 2022. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early senor expiration was determined to be a stale start command. The reported allegation of the device displayed new sensor during warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)